Manufacturer narrative:
Moisture damage was found on the electronics assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported that she accidentally went into the pool with the insulin pump on. Customer stated that she sees fluid in the window and under the lcd display. Customer's blood glucose is 128 mg/dl. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.